Event description:
A report was received stating a ventilator generated a motor fault alarm while being used on a patient. The patient was removed from the device and placed on an alternate ventilator. There were no negative impacts to the patient reported. Though requested, additional information regarding the patient was not available. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).